Manufacturer narrative:
Medwatch field d4 expiration date was updated. As no sample material was available, the investigation was unable to determine a specific root cause. From the data provided, a general reagent issue can be excluded. There was no product problem identified.

Event description:
There was an allegation of questionable elecsys troponin I results from the cobas pure e 402 analytical unit. The initial result was 0.346 ng/ml. Six hours later, a new sample from the patient had a result of 0.355 ng/ml from the pure e402 analyzer and a result of 0.176 ng/ml from a cobas e411 analyzer. The original sample was then repeated on the cobas e411 analyzer, and the result was 0.186 ng/ml. Both samples were sent for testing in an external laboratory. The results from a cobas e411 were 0.113 ng/ml, and from a pure e402 were 0.294 ng/ml and 0.296 ng/ml. The doctor believed the results from the cobas e411 were correct.

Manufacturer narrative:
The cobas pure e 402 analytical unit serial number was (B)(6). Sample material from the patient was requested for investigation, but it was not available. The investigation is ongoing.